Manufacturer narrative:
Technical services discussed possible diaphragmatic oversensing. The patient does not remember what he may have been doing during these episodes. Technical services discussed getting an x-ray to verify lead position in relation to patient's diaphragm. Additionally, technical services discussed reprogramming the ventricular sensitivity floor to least. The clinic rn reported that the physician has decided to monitor for one month, and see if there are any further episodes. Boston scientific received information that this patient was presented back to the electophysiology (ep) laboratory on (B)(6) 2017. The device was electively explanted due to therapy upgrade (dual chamber ICD to crt-d). Boston scientific received information that the device will not be returned to boston scientific.

Event description:
Boston scientific crm received information that this clinic rn contacted technical services on (B)(6) 2008 to report that this device recorded two episodes of electrogram noise on (B)(6) 2008 and (B)(6) 2008 that were treated with programmed therapy. The patient is pacemaker dependent. Patient isometrics and valsalva did not reproduce the clinical observations. A limited amount of electrogram noise with no oversensing was identified when the patient performed valsalva techniques. The daily measurments have been normal. Impedance measurements have remained stable in the 500 ohm range